Manufacturer narrative:
Correction, UDI inadvertently omitted from initial MDR for suspect device, (B)(4).

Event description:
On (B)(6) 2015 clinic notes were received for patient referral for re-implant. The notes dated (B)(6) 2015 indicate that the physician believes the aspire generator has inferior sterility or has a metal composition different from previous generator models which he believes contribute to the extrusion which resulted in the patient's device being explanted. Notes dated (B)(6) 2015 did state that the device was successful for the two months it was implanted according to the patient's mother and physician. The patient was scheduled for re-implant but this has not occurred to date.

Event description:
It was indicated on 09/13/2016 from the physician's assistant that the patient had an infection at the cervical area and generator site.

Event description:
It was reported on (B)(6) 2015 that a patient was experiencing post-surgery issues. The patient has a rash which is believed to be what led to the patient picking a hole at the incision site. The patient was implanted with this device on (B)(6) 2015. Notes dated (B)(6) 2015 state that the patient was picking at the site over the weekend and then on monday exposed one of her wires. The generator was noted to be removed on (B)(6) 2015 to ensure she does not get an infection. The lead was removed as well. The design history records were reviewed for the generator and lead and it was confirmed that the devices were hp sterilized prior to release into the field. The devices were discarded after surgery so will not be returned for analysis.

Event description:
The patient underwent a full re-implant on (B)(6) 2015.